Event description:
It was reported that the customer received the compromised force sensor system alarm on the insulin pump. The customer confirmed that there were other instances of the same alarm in the alarm history of the insulin pump. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.